Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the trifuse tubing sets leaked from the red and blue arms of the tubing sets. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Event description:
The customer reported that the trifuse tubing sets leaked from the red and blue arms of the tubing sets. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a trifuse leak was confirmed. No anomalies were observed during initial visual inspection. Functional testing produced no leaks. Pressure testing identified a leak from one of the maxzero components. Closer inspection under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The root cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing equipment error during final assembly.